Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 9:00 am due to a high blood glucose of 600 mg/dl and diabetic ketoacidosis. Symptoms that were reported at the time of the incident included nausea and vomiting. The customer was treated for high blood glucose via insulin drip and hospitalization. The customer was having sensor anomalies before hospitalization. The customer reported having an unexpected suspension during hospitalization, blood glucose levels were 154 mg/dl and sugar glucose levels were 54 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was provided. No products will return for analysis. Frn-reservoir